Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Correction: suspect medical device serial #.

Manufacturer narrative:
Follow-up #2 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, no damage was found to the casing or battery cap. No evidence of moisture ingress was observed. A leak test was performed and passed with no leaks detected. No defect was found.

Manufacturer narrative:
Follow-up #3: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the cartridge cap was torn but able to fully tighten and secure.

Manufacturer narrative:
The device has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery cap was damaged and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.